Event description:
A report was received that the patients ipg was protruding through the skin. It was also reported that the patient was experiencing pain and the patient was having discomfort at the ipg site. The patient will undergo an explant procedure.